Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion during potassium chloride 50ml/hr therapy. ¿the registered nurse (rn) indicated pump was appropriately positioned on the pole and clamps were in place prior to starting the infusion so it was not inadvertently run via gravity during the set up.¿ per baxter gateway and pump log data, 50ml of 20meq/50ml potassium chloride was programmed to infuse at the rate of 50ml/hr. At 09:25, the pump indicated that 21.4 ml was administered. At 09:53, displayed ¿air-in-line¿ alarms as bag was empty ¿ 50 ml manufacturer premade bag infused over 28 minutes". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log review was performed. The condition of the IV set and IV bag are unknown but could impact flow accuracy. The history log cannot be used to determine the actual level of fluid remaining as observed by the user. No conclusions could be drawn from the ehl review at this time. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.